Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that it was unknown if there was calcification extending beneath aortic annular plane in the interventricular septum and the patient had the valve implanted at a final depth of 7mm non-coronary cusp and 6mm left coronary cusp. Per case, the implanting physician aware that the instructions for use recommends that the final implant depth be 3mm. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2023, a 23mm portico ng/navitor valve was successfully implanted in a patient using a small flexnav delivery system. The valve was sized computed tomography (CT) scan. The patient's baseline rhythm prior to implant was sinus rhythm. One recapture was performed during procedure, however no implant complications were reported. Post-implant, electrocardiogram (EKG) showed that the patient developed a complete heart block. It was noted that the final non coronary cusp implant depth was 7mm and final left coronary cusp implant depth was 6mm.the decision was made to implant a biventricular permanent pacemaker to treat the patient's heart block. The patient remained hemodynamically stable throughout the procedure and no clinically significant delay was reported. On (B)(6) 2023, the patient was discharged. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.